Event description:
It was reported that the 5.5cm artificial urinary sphincter (aus) cuff was explanted because "the cuff was too big and the patient was still incontinent." A new 5.0cm cuff was implanted. Additional information received states the patient's symptoms began (B)(6) 2019.